Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the same date of the implant of this 28mm tricuspid annuloplasty band, the patient died. The cause of death was not received. There was no evidence to suggest that the 28mm tricuspid annuloplasty band or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Medtronic received additional information which stated that during the implant procedure, the patient also had an unspecified 27mm mitral bioprosthetic valve implanted. It was stated that a non-mdt device was used in an attempt to provide right heart circulatory support following implantation of an unspecified right ventricular assist device. It was stated that a veno-arterial echo was performed and repairs of the right ventricle and innominate vein injuries were undertaken. It was further mentioned that transesophageal echocardiography and epiaortic ultrasound were also performed following the procedure. It was reported that it is not believed that the band was responsible for the patient's death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.